Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Lumbar fusion. Driver tip kept turning in screw head and is clearly stripped. Was able to use second driver in the set to complete case. Have left item in their consigned set as cover until we can send them a replacement. Photo available. Successful procedure, no delay or adverse event. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.